Event description:
It is reported that a medial distal tibia plate and lateral distal fibula plate removal due to a nonunion, an infection and a plate breakage. The patient was implanted with the medial distal tibia plate on (B)(6) 2013 and the lateral distal fibula plate on (B)(6) 2013 to treat fractures. During a routine follow up on an unknown date, it was discovered via x-rays that the patient had a nonunion. It was discovered that the patient had an unknown infection when the surgeon explanted both plates. It was reported that the infection was cultured but the type of infection is unknown. The patient was treated with antibiotics after the plates were explanted. As the surgeon explanted the medial plate, it was discovered that the medial plate was broken at the level of the fracture. All the screws were intact and removed without difficulty. There was no delay in the surgery. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not completed and no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation of the returned device was performed. The report states that part was received with the top surface having scratches and a deeper gouge near hole ¿j¿. The bottom surface contained very few scratches excluding deeper one also near hole ¿j¿. Plate was broken through holes ¿f¿ and ¿g¿. Two shaft holes are discolored (holes ¿j¿ and ¿m¿). There is also visual damage to the threads in holes ¿j¿ and ¿b¿. Inspection on all possibly related features was performed against the inspection requirements at the time the part was released. There were no irregularities found that would have caused or contributed to this condition. Therefore, based on the information gathered during this investigation, this complaint is deemed indeterminate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product development evaluation was performed and report states that these devices are part of the synthes lcp system that merges locking screw technology with conventional plating techniques to secure reduction for union. ((B)(4)) distal plate 238.701 lot 6977363 is cleanly broken in two (2) pieces at the ¿f¿ and ¿g¿ holes. The chu reviewed the associated assembly drawing (B)(4). The drawing calls out the appropriate materials, dimensions, and notes to produce a quality and robust instrument. There is no significant damage noted in terms of abuse or external force. There have been (B)(4) of these devices distributed per (B)(4) from 5/09 to 4/14 and two (2) complaints of this nature. This results in an occurrence rate of (B)(4). Distal plate 02.112.143 lot 7364271 was also returned with this complaint but it is not damaged. Multiple screws of various sizes and designs (part numbers and lot numbers unknown) were also returned with some of them showing signs of head and thread damage. The exact details of this complaint are not readily available, the source of the damage to the device cannot be identified, and the complaint is deemed indeterminate from a design perspective.

Event description:
This is report 1 of 3 for complaint (B)(4).